Event description:
It was reported that the patient was experiencing itching in the back area covered in tape. It was noted that the patient was so bothered by the tape and requested the trial leads be pulled. It was further mentioned that the patient had a history of latex allergy, however, the medioport tape that was used did not contain latex. The explanted leads were not returned.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc231650e0. Model: sc-2316-50e. Serial: (B)(6). Batch: 7251901.